Manufacturer narrative:
Approximate age of device - 5 years, 6 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke could not be conclusively determined at this time. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use list stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced 2 episodes of syncope and 1 stroke. No additional information was provided.

Manufacturer narrative:
The initial event for stroke was originally reported under MFR #2916596-2018-05210.